Event description:
Caller reported an issue with incorrect time settings on their device, which were off by more than five minutes. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to correct the pump time and was advised to monitor for any recurring discrepancies. Caller was also informed that an incorrect date would not impact insulin delivery but could affect uploads and reports, which they understood and acknowledged.